Event description:
This is the same event and the same patient reported under MDR ID #2939859-1999-00117 (collagen corp #1024896). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a patient who received her second treatment on 21 april 1999 with two formulations of products in the right and left lateral oral commissures, upper vermilion border and vertical lip lines. The procedure was without event at all sites except the right upper vermilion border. Immediately after treatment, the physician noted blanching in the entire right upper vermilion border. The physician diagnosed the symptom as a vascular compromise. No medical or surgical intervention was prescribed. On 24 april 1999, the patient was seen in the emergency room for pain in the upper right vermilion border; topical orabase, oral keflex and ibuprofen were prescribed. On 26 april 1999, the physician noted an area of erythema approx 3 mm across with some superficial erosion. The physician diagnosed a local vascular event. The physician prescribed saline gargle, topical aquaphor, and tylenol. On 30 april 1999 the patient was examined. The pain had improved, and there was some yellow crusting but no eschar formation at the right upper vermilion border. The physician prescribed oral darvocet and aleve. On may 5 1999, the physician noted erythema, some pustular drainage and superficial erosion at the right upper vermilion border. The physician prescribed saline soaks and topical bactroban ointment and diagnosed a superficial necrosis.